Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During procedure, the right ventricular lead exhibited high pacing impedance. Multiple attempts were made to place the right ventricular lead, to no success. The right ventricular lead was not used and was replaced. The patient was stable post procedure.

Manufacturer narrative:
Additional information: per analysis update. Analysis was normal. No anomalies were found.